Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over on multiple station. A technical support specialist (tss) worked with the user who reported that patients and orders were not crossing to multiple pyxis devices, verified the issue across devices, and performed server-side checks including structured query language queries, service restarts, and time synchronization validation with no es issues found. Observed hsv notifications indicated cerner downtime, advised the customer to follow up with their team, monitored the case for 24 hours with no further issues reported. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over on multiple stations. The customer placed the stations in critical override to facilitate medication removal. There were no delay or adverse events or injuries reported based on this event.